Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked case display window corner, cracked lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has a problem during the prime process. The blood glucose reading is 246 mg/dl. Customer unable to exit the prime loop. Advised the customer that the insulin pump will be replaced. Nothing further reported.